Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed due to vein compression. A new inflatable penile prosthesis 65ml reservoir was implanted in a differently location.